Event description:
It was reported that there was a problem with the warming cycle and cardioplegia on the cooler heater. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This device was mfg before 1999. Investigation in process, but not yet completed.